Event description:
Customer reported that a fuse blew during a cystogram procedure, when the physician raised the height of the table. She reported that only the operation of the horizontal function of the table was affected. They were able to continue on with the procedure and finish without any complications. She was unable to provide any pt info for this complaint.

Manufacturer narrative:
Field service engineer (fse) found blown fuses on the power panel board when raising the table. The fse troubleshot problem to a defective hydraulic pump motor. Fse replaced pump/motor assembly in accordance with service manual 400955 chapter 4. Investigation completed and system returned to full service by customer.